Event description:
Customer called to report high blood glucose's. It was stated that they noticed the driver arm was flipping side to side and it was almost falling off. Device was not dropped or bumped. Blood glucose's were coming down slowly and customer had a back up manual injection plan from they md to follow.